Event description:
Olympus was informed that the customer evis lucera elite colono-videoscope was returned for service/repair for a reported ¿seems that it was dropped. When connected to the light source, the message this is an asymmetrical scoop was displayed. Even if connected, gets terrible noise¿. The event occurred during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The customer¿s reported issue was confirmed. The switch box is cracked. A portion of the bending section cover glue is peeled/cracked off. Switch 4 is causing poor contact. The angulation is insufficient due to a stretched angle wire. The angulation knob movement does not meet standard specifications. The up/down angulation lever is deformed. There is fluid invasion inside the scope connector. Also scratches on the insertion tube and the protective boot cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.